Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. A visual inspection was performed. It was revealed that the distal end of the coil was protruding from the introducer sheath. The coil was stretched just below the zap tip. The introducer sheath was inspected and the proximal end of the coil was severely stretched and kinked. The interlocking arm of the coil had been pulled off the coil and was interlocked to the delivery wire. The twist lock had been fully opened. The coil and delivery wire were advanced through the tip of the introducer sheath. The interlocking arms detached on removal from the introducer sheath. The interlocking arm of the coil was inspected. Weld indentations were present. The coil was inspected and the interlocking arm of the coil had been pulled off. There was evidence of weld marks on the coil. The delivery wire was inspected and the ptfe (polytetrafluoroethylene) was found to be buckled/kinked along the proximal end. A microscopic inspection was performed. The zap tip shape and surface of the coil was smooth. The interlocking arm of the coil was inspected and weld indentations were present. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected. The ptfe (polytetrafluoroethylene) at the weld joint was buckled/kinked. The delivery wire dimensions were found to be in specification. The coil dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30nov2015. It was reported that deployment issues occurred. A 15mm x 25cm interlock -35 was used for pelvic vein embolization. During the procedure, it was noted that the coil failed to deploy. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was stable. However, the returned device analysis revealed that the interlocking arm of the coil had been pulled off.